Manufacturer narrative:
Investigation completed 3/01/17. Method: -DHR review. -trend analysis. - failure analysis. Device history record reviewed for this product ID manufactured on nov 27, 2012 show no abnormalities related to the reported failure. This device passed all required inspection points with no associated mrr¿s, variances or rework. A two year look back for this reported failure and or related to "adjustment impossible " for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. The customer reported that surfaces of the crwprecise, crw precision arc system are strongly attacked, color scaling almost completely gone. Therefore, the system is very sluggish and makes a precise adjustment impossible. There was no reported patient incident/injury. Three attempts have been made to clarify possible release of the crw precision arc system for evaluation. Conclusion: in summary, the failure of the crwprecise, crw precision arc system as related to the reported complaint was unconfirmed. No material will be returned therefore, no evaluation can be performed and no conclusion can be determined.

Event description:
The surfaces of the systems are strongly attacked, color scaling almost completely gone. Therefore the system is very sluggish and makes a precise adjustment impossible. They use the standard process of the hospital on cleaning and automatic washing. There was patient contact but no patient injury. Linked to mfg report number 3004608878-2017-00062.